Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins pocket had inflammation. The hcp stated that the skin in that zone was very thin and there was a possibility of ins decubitis. The hcp will perform a revision of the ins. It was unknown if there were any external factors that led to the event. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, explanted: (B)(6) 2019, product type: extension. Product ID: neu_unknown_ext, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The physician found presence of infection in ins pocket during revision, and removed the ins and part of the extensions. The patient was received antibiotic therapy.